Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent.

Event description:
Report received from (B)(6) stating that the device had unusual noise as well as a worn hose. The device was not during surgery. Unknown if injury or medical intervention occurred. No additional information provided.